Manufacturer narrative:
The involved cartridge was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on 26 jul 2019 from the nurse of a (B)(6) year old female patient with a medical history significant for human immunodeficiency virus (hiv), chronic obstructive pulmonary disease (copd), congestive heart failure (chf), hypertension, diabetes, end-stage renal disease (esrd), asthma, and dermatitis, who became symptomatic approximately 30-45 minutes into a standard hemodialysis treatment with the nxstage system on (B)(6) 2019. Symptoms included itching, hives, shortness of breath, and chest tightness. Oral benadryl (nos) was given, the patient continued and completed the therapy session successfully. No other treatment was required.